Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that the tube overheated. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During a procedure the imaging functionality was lost. The user received the messages: "tube hot, have a break" and "no x-ray, tube too hot". The cause was a defective relay (k2) in the control cabinet, which is responsible for supplying power to the cooling system. When this defect occurs, no x-rays can be generated because there is no cooling of the x-ray tube, and it would overheat and be destroyed. In order to avoid possible damage, the system issues an appropriate error message and prevents further overheating by switching off the radiation, which mitigates the problem. In case of such a defect, service intervention is necessary. The affected relay was replaced during a service intervention. After replacement of the relay, the equipment ran again as specified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.